Event description:
A consumer reported that she is "unable to see clearly close up without being in direct sunlight" following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the patient had perfect results with ucva 20/20; no further treatment is planned and he recommended implantation of the same type of lens in the fellow eye. In his opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/24/2009 and 10/08/2009 by phone, fax and mail. Additional information was received by phone. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).